Manufacturer narrative:
Device analysis for extension (B)(4) revealed the extension body conductor was broken less than 5cm from the proximal end. The #1 conductor is broken 2.8 cm from the proximal end of the extension.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative reported during a procedure, the device system was implanted and impedances were measured. Electrode #1 was all open circuit. When abnormal impedances were found an alligator cable was used and impedances were measured for dbs lead only, and there were normal impedances then. The cause of the issue was considered to be the reported adaptor and it was replaced. There was a product failure. The issue was resolved at the time of the report. No x-ray images were available. It was unknown if there were any external factors that contributed to the event. No symptoms were reported. No surgical intervention occurred nor was planned. There was no patient injury. The consumer¿s underlying disease was dystonia. There were no further complications reported and/or anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.